Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found occurrences of 1 type of defect, in subassembly lots used as raw material for the reported finished product lot, which may have caused or contributed to the reported complaint. However, these were within the acceptable quality limit (aql) per our finished product specifications. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. A cluster assessment found no similar or related complaints for the reported lot.

Event description:
The consumer stated by email that during removal a tampon came apart and the outer cover remained inside. There have been 3 attempts (10/16/2017, 10/23/2017 and 10/30/2017) to contact consumer for more information but we have not been successful. No additional information is available.